Event description:
Physician coiling ruptured aneurysm measuring 8mm, using bsx sl-10 mc and placed matrix 8mm 3d coil as starting coil. Physician then placed e-6-20-t10-md as 2nd coil. Physician needed to reposition coil due to loop hanging into parent artery. Upon repositioning, coil broke at detachment point (1/2 in aneurysm and 1/2 out). Physician removed catheter and was able to remove entire portion of the broken coil from coil mass. Case was eventually completed with another coil and catheter, with no injury to the pt as a result of this case.

Manufacturer narrative:
Returned coil was evaluated visually. The implant was separated from the proximal weldment to the coil shell, along with separation of the internal filament. The welded remnant of the implant coil appeared intact as to its attachment to the coil shell. Product lot history review did not reveal any non-conformances that would have contributed to the reported event. The product met the acceptance criteria prior to release. One potential cause for the implant coil separation from the weldment is excessive tensile force exerted during a proximal pull, on the guidewire system, while the distal end of the implant coil was immobilized. Stretching and premature detachment can occur during repositioning, as stated in the instructions for use provided with the coil.